Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 215 mg/dl and the sensor glucose was 85 mg/dl at the time of the incident. Customer stated one he thinks the transmitter is causing the sensor to have inaccurate blood glucose levels. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer is unsure of the event that caused sg values to fall low. Customer also received a calibration error, but it was determined the sensor is working fine. Nothing was returned or shipped.